Event description:
Pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of lioresal for intractable spasticity due to multiple sclerosis. In 1999, the pt underwent explantation of the pump due to possible rotor stall or battery depletion. The pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.